Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio iq meter had displayed an inaccurate high reading compared to another meter (onetouch ultra2). The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy first began ¿around the beginning of (B)(6)¿. The reporter stated that on (B)(6) 2016, at an unspecified time the patient obtained an alleged result of 14.7mmol/l on the subject meter compared to 8.0mmol/l on the other meter, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster) and reported eating less food/drink and increased her insulin from 8 units to 10 units as a result of the alleged product issue. The patient denied developing any symptoms and stated that on (B)(6) 2016 at an unspecified time she attended her doctor and had her medications adjusted accordingly. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure. The blood sample was obtained form an approved site. The test strips were stored correctly and not expired. The test strip vial was neither cracked nor broken and the patient did not have any control solution to complete a test. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.